Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar issue) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract surgery, the trocar broke during attempt to implant the stents from a trabecular microbypass stent system. There was no report of patient injury. Additional information has been requested.

Event description:
Through follow-up, the following additional information was provided. Per report, there was no adverse impact, and no further intervention was required. The report described the patient status as "good" with the reported event in the operative eye (os) noted as resolved.

Manufacturer narrative:
MFR# reference: (B)(4).